Event description:
The customer reported that her blood glucose, carbohydrate intake and insulin history. She noticed that the cannula was not properly inserted and it was bent in an "l" shape.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.